Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were false brady/pause readings from the implantable cardiac monitor. It was also noted that the device was undersensing. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.